Event description:
The user facility reported a suspected overinfusion. A 50 ml infusion of 14mg morphine was initiated at 14:30 on (B) (6) 2009. At 22.00 only approximately 7ml remained in the syringe. The patient suffered no ill effects and there was no incident related medical sequela.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.